Event description:
It was reported that during a lap cholecystectomy, the tip of the cannula was missing. Unk if the tip of the sleeve was present on insertion. The doctor believes the piece is about 1/4in by 1/8in. Case was completed, but unable to locate the piece of the instrument after searching for more than one hour.

Manufacturer narrative:
Information anticipated, but unavailable at this time.